Event description:
A malfunction on the pump was reported by the caller, identified as malf 12. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, after which the malfunction did not recur. The user was advised to continue using the pump and to contact support should the issue reappear.